Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a speaker malfunction - no sound. The device was not used for patient monitoring at the time of the alleged malfunction.